Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. The tandem t:slim pump user guide indicates novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose level of 500's mg/dl, after receiving an occlusion alarm during bolus. Troubleshooting with tandem customer technical services determined the pump functioned as intended and the infusion set site was the location of the occlusion. Customer administered manual injections to stabilize blood glucose levels. Customer stated she does not change out infusion set cartridges every 3 days. Customer did not provide infusion set manufacturer.